Event description:
It was reported that the pump was replaced due to infection. The new pump was placed subfascial along with a new proximal catheter segment. The pt was given ancef intravenously during surgery; the pump pocket was irrigated with antibiotic solution.